Event description:
Femoral neck fracture (stress bone fracture) after resurfacing related to too fast rehabilitation. Removal of femoral component. Replacement by total hip prosthesis + bfh.

Manufacturer narrative:
Additional information received (B)(4) 2011: femoral neck fracture (stress bone fracture) after resurfacing related to too fast rehabilitation. Removal of femoral component. Replacement by total hip prosthesis + bfh. Catalog # 38am-1046. Lot # 108669337. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. The device history record was reviewed and indicates that product met specification when manufactured.

Event description:
Allegedly revised due to bone fracture.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).